Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the ilet ran out of insulin overnight and remained disconnected because the user could not perform a cartridge and infusion set change without assistance; the account¿s serial number was updated and the user used rapid-acting insulin injections as back-up while awaiting help to reinitiate therapy. Symptoms included elevated blood glucose up to 400 mg/dl with weakness. Outcomes included use of back-up therapy and contact with a healthcare professional, without hospitalization. Investigation included review of user-reported history, device use context, and troubleshooting and education regarding back-up therapy, ketone checks, and timing for reconnecting the ilet after injections. Investigation of this case revealed that hyperglycemia resulted from depletion of insulin supply and interruption of pump therapy rather than a device malfunction, with no alerts or alarms reported beyond high-glucose notifications. It was concluded, based on previously established findings for similar reports, that the cause was user management and operational factors related to depleted insulin and delayed set change.